Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not explanted. Device is not expected to be returned for manufacturer review/investigation. Patient, states that ever since implantation with prodisc-l, she is experiencing back pain, and shooting nerve pain through her vaginal cavity, which she believes is caused by the prodisc-l implant. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2012 a prodisc-l was implanted on the l5, s1 region of the spine. The reporter states that since implantation she is experiencing pain in her back as well as shooting nerve pain through her vaginal cavity, which she believes is caused by a prodisc-l implant. The patient states that during her last vaginal exam the physician was unable to enter the speculum because something was in the way, she isn't sure if it is a plate. The procedure was performed in (B)(6). The patient is now living in (B)(6) and states that she cannot find a physician who wants to deal with her. Patient was referred to a neurosurgeon by her primary. She went to visit the office, x-rays were taken, and she was told that they would review her case. The patient says it was obvious the device is "literally falling apart" inside of her from the x-ray. This report is 3 of 3 for (B)(4).